Event description:
Event description guidant received information that during an elective device replacement procedure, this ventricular endocardial lead exhibited high pacing thresholds and an impedance measurement of over 3000 ohms.